Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protectors p53 leaked when preparing cisplatin (chemo). There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received one sample for evaluation. Upon evaluation of the sample, the leak between the protector and vial could not be verified and the expansion chamber did not work. The issue with the expansion chamber resolved once the protector was reconnected to the vial after it was disconnected for evaluation although the thickness of the rubber stopper could have made it difficult for the expansion chamber to work properly. A device history record could not be evaluated as the lot number is unknown. The root cause of the leak between the protector and vial in this incident cannot be determined. Several tests and inspections are carried out to avoid faulty parts with one of them being a functionality test of the protectors. Several tests and inspections are carried out to avoid faulty parts. Among them, functionality of the protectors is performed. Leak between the protector and vial according to the customer, expansion chamber does not work and leak occurs between the protector and the vial. The samples was returned to (B)(6) lab to evaluation. According to its report (received on 28/02/2018): expansion chamber does not work properly. However, after having reconnected the protector, no issues were found. No leak between the protector and the vial was found. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by (B)(6) supplier. Currently, they are molded in bd (B)(4). Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,5 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusion: taking into account the picture #7 in (B)(6) report, it seems that the rubber stopper thickness could make difficult the properly work of the expansion chamber, even the issue was solved after reconnection. Leak was not confirmed. As the lot is unknown, DHR cannot be reviewed. Investigation conclusion: the issue related to the expansion chamber was solved after reconnection. It seems that the rubber stopper thickness could make difficult its properly work. Leak was not confirmed.